Event description:
On (B) (6) 2010, patient reported an e7 (electronic error) occurred on the infusion device during the change the cartridge process and an elevated blood glucose. Patient stated a rechargeable battery had been in the infusion device for a few weeks when the error occurred. The infusion device battery type was set to recharge. Patient reported he replaced the battery with a fully charged rechargeable battery but the e7 occurred again while attempting to rewind the piston rod. Patient stated he tried 3 different rechargeable batteries in the infusion device, but the e7 returned. Patient reported he inserted the alkaline battery that came with the backup infusion device, but the e7 occurred again. Patient stated he experienced an elevated mid-morning blood glucose of 18 mmol/l (324 mg/dl). Patient verified on the bolus history that the intended bolus amount was delivered. Patient was carrying a 2-way radio this morning that was in close proximity with the infusion device. Patient reported he was able to correct his blood glucose and his last blood glucose reading was 6.3 mmol/l (113.39 mg/dl) which is within his target range. Patient's normal target blood glucose range is 4-7 mmol/l (72-126 mg/dl). Patient had already switched to the backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.